Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer over bolused due to customer assuming insulin pump automatically recorded blood glucose levels into bolus history. Customer was advised that blood glucose would record into bolus history if a bolus was actually being programmed. Customer was also advised that insulin pump would not threshold suspend unless it's programmed to do so. Customer states they will continue to monitor blood glucose and treat as needed. Customer's blood glucose was 3.3 mmol/l, then went up to 3.7 mmol/l and was treated with jelly beans. No further information provided.